Event description:
It was reported to philips that there was a problem with the image storage. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in diagnostic procedure when the issue occurred, and it got delayed. The philips field service engineer (fse) inspected the system onsite and confirmed that the images were not saved due to memory failure. Review of the system log file showed that the x-ray-pc had an image store malfunction. The fse repaired through switch-on mechanism which resolved the issue temporarily. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1152-2024). The medical device correction has been implemented and the disk bay was renewed. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.